Manufacturer narrative:
H3: investigation results - the revision reported may have been the result of loosening, prosthesis wear, and osteolysis. The aseptic (non-infected) femoral and tibial loosening was likely the result of an insufficient bond between the implants and the bone. The prosthesis wear and osteolysis may have been due to malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. However, this cannot be confirmed because the components were not returned for evaluation and radiographs were not provided.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information:please disregard this report as it was submitted in error. Event was previously reported under report #1038671-2023-00617.

Manufacturer narrative:
Pending investigation. D10. Concomitants: (B)(6); 02-012-41-3030 - logic tibia traptray cem sz 3f/3t. (B)(6); 02-010-01-0230 - logic femoral ps cem left sz 3.

Event description:
As reported via legal documentation, a patient had left knee replacement surgery on (B)(6) 2018 due to osteoarthritis. They underwent left knee revision surgery on (B)(6) 2022, approximately 4 years 5 months post primary procedure. Revision op report postoperative diagnosis: left knee failed total knee replacement; aseptic loosening tibial component; osteolysis. The surgeon noted there was very extensive synovitis and wear of the liner. There was significant fibrous tissue beneath the femoral component with osteolysis. The tibial component was noted to be loose and was easily removed. There, too, was osteolysis beneath it, especially medially. The patella was noted to be well fixed, but there was some wear on the patella with some osteolysis.